Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown femoral, catalog #: unk, lot #: unk. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05586, 0001822565-2018-05587. If any further information is found which would alter or change any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent a total knee arthroplasty. Subsequently, patient is experiencing loosening of the bearings.

Manufacturer narrative:
After review of additional information received, it has been determined this product did not cause or contribute to the event.

Event description:
No further event information available at the time of this report.